Event description:
A customer was performing routine preventative maintenance on the device. There was no allegation of device malfunction. The device was not in patient use. During the preventive maintenance of the device, the device failed a test step during testing. Philips remote service engineer recommended that the device's three-way solenoid valve and active exhalation control module would need to be replaced to address the issue. Customer has taken responsibility for ordering replacement valves and performing the repair.